Event description:
It was reported that the patient had his spectra penile prosthesis removed on an unknown date "a few years ago" due to erosion at the "distal tip." No additional patient complications were reported in relation to this event.